Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device would not charge energy. Complainant indicated that the patient has expired, prior to the time of the reported malfunction.